Event description:
Per the info provided to co the physician's office, the device was removed due to a malfunction". As reported to co, the entire device was removed and replaced with a co 3 piece inflatable penile prosthesis.